Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (aortic neck, short).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant was reported that the aortic neck is short (8-10 mm in length). Currently the vessel morphology is reported as disease progression with aortic neck dilatation, and the aortic neck is short (6 mm of length). The patient returned for routine follow up and there were no issues. The patient presented recently with abdomen pain. It was reports that a recent CT revealed that the talent stent graft has migrated distally 2-3 mm with a proximal type I endoleak. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is stable.